Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
I twas reported via phone call that the patient's infusion sets were kinking and filling with blood. The patient's blood glucose at the time of incident was 21.3 mmol/l. The site was kinked but the no delivery alarm did not occur. There was also a leak in the area where the infusion set was kinked. Troubleshooting did not occur for the absence of no delivery alarm. The insulin pump was not returned for analysis.